Event description:
Information received by medtronic indicated that the customer experienced low blood glucose and alleged over delivery. The customer¿s blood glucose level was 38  mg/dl at the time of the incident. The customer's current blood glucose was 135mg/dl. Troubleshooting was performed. The customer had been using the insulin pump system within 48 hours of the reported low blood glucose event.  The insulin pump was on auto mode at the time of the incident. No further patient complications were reported. The customer will discontinue to use the device. The product will be returned for failure analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat at 0.0870 inches. Possible over delivery anomaly not confirmed. The following were noted during visual inspection: minor scratched display window, missing display window cover, scratched case, cracked battery tube threads, keypad overlay texture damage, pillowing keypad overlay, and cracked keypad overlay at the select button. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. The pump history file lists data from (B)(6)2023. There was no data available for the event date (B)(6)2023. Unable to list boluses delivered and input source of boluses due to no data available. Unable to lists the daily total of all insulin delivered on the event date (B)(6)2023 and the 7 days prior to that date due to no data available. Unable to perform the history review 1 week prior to the event date (B)(6)2023 in the pump history file due to no data available. The pump passed the functional testing. Unable to confirm alleged low bgs. Possible over delivery anomaly not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.